Event description:
Related manufacturer: 2030404-2014-00075. During a ventricular tachycardia ablation procedure, using a therapy cool flex catheter, a cardiac tamponade occurred. A therapy cool flex catheter was inserted into the right ventricular outflow tract through a non-sjm short introducer. The right ventricular model was created using an ensite array catheter and a therapy cool flex catheter. A supreme ep catheter was used in the right ventricular apex for pacing. Difficulty with manipulation of the therapy cool flex catheter was experienced. Due to increased temperatures noted while ablating, the therapy cool flex catheter was exchanged for another therapy cool flex catheter. After one ablation application was completed with the new catheter, the pt's became hypotensive and a cardiac tamponade was diagnosed with fluoroscopy and an echocardiogram. A pericardiocentesis was performed and the pt was stable. There were no performance issues with any sjm device.